Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) connected to the carefusion coordination engine (cce) and found that the last messages had been received on 4-6. Hospital information technology (it) resolved the issue, and message communication was confirmed to be working normally again. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients and orders were not crossing over. However, there were no delay to patient care and adverse events or injuries reported based on this incident.